Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced a fall in (B)(6), after which high impedances were noted on the lead. X-rays also revealed the lead had migrated. Follow up revealed patient had their ipg electively replaced on (B)(6) 2018 and opted to keep the leads in place. Postoperatively, effective therapy was restored.